Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to oversensing. Review of the first event identified electromagnetic interference from the patient's transcutaneous electrical nerve stimulator unit. Review of the second event identified muscle noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to the previously reported clinical observations. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to oversensing. Review of the first event identified electromagnetic interference from the patient's transcutaneous electrical nerve stimulator unit. Review of the second event identified muscle noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to oversensing. Review of the first event identified electromagnetic interference from the patient's transcutaneous electrical nerve stimulator unit. Review of the second event identified muscle noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to the previously reported clinical observations. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.